Event description:
During a meniscal repair the suture locked up and would not slide. Sales rep stated that the surgeon was performing a meniscal repair using a contralateral approach and the suture knot locked up and would not slide. The surgeon removed the suture and left 2-t's unsupported in the joint. A delay of fifteen minutes resulted. The surgeon then used a competitor's device to complete the repair . No patient injury or complications resulted.